Event description:
Diagnostic procedure finalized with same device no patient effect.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer: b3, the date of event updated to 2/13/2023, and b5 updated to reflect the diagnostic procedure completed with the same device, and no patient effect. [2:10 pm] (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use (IFU): detection method is described in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation, and the customers allegation was confirmed, the nozzle was clogged by a black rubbery material inside the scope. It was not possible to identify when the foreign material was attached to the scope. Device evaluation also found that the bending section rubber glue is worn out, the distal end cover is damaged, the light guide-rod lens was chipped, the objective lens was scratched, and the universal cord was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the flex video scope channel was weak and ineffective. Inspection and testing of the returned device found foreign material in the scope. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.